Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. However, unit passed rewind test, prime/compromised force sensor system and excessive no delivery test. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while she was cooking. The customer¿s blood glucose level was 232 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.